Event description:
A stryker reconstruction nail, 11x380x125 left, was chosen as the appropriate nail for the treatment of an impending pathological femur fracture. The nail was opened and implanted into the left femur of the patient. The entirety of the case was performed and postoperative x-ray confirmed fixation of the impending fracture and the case was finished. Approximately 45 minutes after the case the two stryker sales representatives/sales associate, that were present for the case received a phone call from the circulating nurse from the case and made them aware that the stryker recon nail that was used in the case had expired on 2015/01.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.

Manufacturer narrative:
Referring to the product inquiry the reconstruction nail r2.0, ti, left t2 recon ø11x380 mm x 125° is stated to be the primary product. No other associated products were reported. Review of the manufacturing documents revealed no discrepancies; the DHR contains a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (end of) january 2015. In the case presented a reconstruction nail r2.0, ti, left t2 recon ø11x380 mm x 125° was implanted whose sterilization date was exceeded by approx. 1 month (expiration date: 01/31/2015; date of implantation: (B)(6) 2015). Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. Thus, in this specific case of exceeded expiry date by approx. 1 month a risk for the patient is not to be expected. Nevertheless, the expiry date of the reported nail should have been noticed prior to surgery. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to use error. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
A stryker reconstruction nail, 11x380x125 left, was chosen as the appropriate nail for the treatment of an impending pathological femur fracture. The nail was opened and implanted into the left femur of the patient. The entirety of the case was performed and postoperative x-ray confirmed fixation of the impending fracture and the case was finished. Approximately 45 minutes after the case the two stryker sales representatives/sales associate, that were present for the case received a phone call from the circulating nurse from the case and made them aware that the stryker recon nail that was used in the case had expired on 2015/01.